Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. It was also reported that the t:lock on the infusion set was leaking. Reportedly, customer delivered a correction bolus to address high bg.